Event description:
It was reported that the bd¿ nestable sharps collector was missing its lid. The following information was provided by the initial reporter, translated from (B)(6): this is a report about a missing lid of sharps collector. According to the distributor's report, one lid was missing.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4), has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received. A DHR review process was made and the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported (2041939) under this complaint. A review of the ncmr¿s was performed; the result showed that no missing lids issues were reported for the same part number throughout the last twelve months. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since information such as method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility is unknown.

Event description:
It was reported that the bd¿ nestable sharps collector was missing its lid. The following information was provided by the initial reporter, translated from japanese: "this is a report about a missing lid of sharps collector. According to the distributor's report, one lid was missing."